Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient attempted to connect to wall power and the system controller began to alarm. The alarms were continuous but became intermittent while manipulating the black power lead. The patient stated that the pump never lost power and the pump running symbol was always illuminated. Upon interrogation, it was noted that the white power cable alarmed continuously, and the black power cable alarmed periodically when connected to power. The alarms did not occur when on battery supply or ungrounded patient cable. The log file review showed power cable disconnect alarms. The patient's system controller was exchanged, which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous auditory alarm was confirmed via analysis of the returned system controller. The returned system controller was connected to a test system monitor and test power module, and the reported event was reproduced by manipulating the black power cable. Visual inspection of the returned controller revealed a tear in the outer jacket near the strain relief on the connector side of the black power cable, exposing the underlying layers. Further evaluation of the cable at the site of the tear revealed that the insulation on a couple wires were cut, and the inner conductors were exposed; this resulted in an electrical short between the cable shielding and the exposed conductors. Further evaluation revealed that the exposed conductors were shorting to another when the cable was flexed. The underlying conductors shorting to the cable shielding or to one another would result in the reported continuous alarms. The system controllers power cables were replaced with known working power cables and the alarms resolved. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event was determined to be caused by damage to the wires controller's black power cable; however, the root cause of the damage to the cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate ii instructions for use section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. There was incidental finding of fluid ingress of both power cables. Degradation of the cable layers exposed the wires underneath and inspection of the wires revealed that the insulation on the clear and yellow wires were cut, exposing the inner conductors. The worn shielding was observed to contact the exposed conductors, indicating a short to shield. No further information was provided. The manufacturer is closing the file on this event.